Event description:
It was reported that biological foreign matter (mold) was found in the bd vacutainer® sst¿ ii advance tubes upon opening the product package. The following information was provided by the initial reporter: "seems to be mold inside the tubes. There are affected several boxes from this lot number. But in each box of 100pcs are affected only 5-6pcs".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received thirteen (13) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for foreign matter (fm) was observed. A brown colored fm was observed at the bottom of the tubes. Additionally, one hundred (100) retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that biological foreign matter (mold) was found in the bd vacutainer® sst¿ ii advance tubes upon opening the product package. The following information was provided by the initial reporter: "seems to be mold inside the tubes. There are affected several boxes from this lot number. But in each box of 100pcs are affected only 5-6pcs."